Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) pacing impedances measuring greater than 3,000 ohms. This declared a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar. Additionally, a review of atrial tachy response (atr) episodes found noise on the ra channel. The patient will be further evaluated in the clinic. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received that reported this right atrial (ra) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) pacing impedances measuring greater than 3,000 ohms. This declared a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar. Additionally, a review of atrial tachy response (atr) episodes found noise on the ra channel. The patient will be further evaluated in the clinic. At this time, the system remains in service. No adverse patient effects were reported.